Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was returned for evaluation. A visual examination of the returned device and power supply, confirmed that the actual plug on the power supply was damaged. This damage in turn caused damage to the power inlet on the device, this damage is the cause of why a spark was seen by the user when it was attempted to be charged. The manufacturing records and processes for the reported batch contain no contributory factors, records confirm that this batch was manufactured, meeting the required specifications. All inspection and testing requirement was met prior to release. Historical review details previous cases of this nature, which are considered isolated in scope and there are no open nor closed escalation actions. Related to this event type. A review of the product risk files, find the combination of product, event type and associated harms are anticipated, with no updates required. The probable cause is that the power supply had become worn/damaged from use, but was used regardless to attempt to charge the associated device. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a npwt, there was a spark when the power lead was connected into a renasys touch non connect 4th ed device. Pump still worked but was changed out anyway. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.